Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. No beep anomaly was noted during testing. Unable to perform any tests due to a blank display. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went blank. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not corroded or damaged. The customer was advised to clean the battery cap contact and insert a new battery and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.